Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, diffused target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery (plcx). A 1.20mm x 12mm emerge¿ push balloon catheter was advanced for predilation. Upon initial inflation to nominal pressure, the balloon ruptured. The device was completely removed and the procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed 2 pinholes at the distal edge of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, diffused target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery (plcx). A 1.20mm x 12mm emerge push balloon catheter was advanced for predilation. Upon initial inflation to nominal pressure, the balloon ruptured. The device was completely removed and the procedure was not completed. No patient complications were reported and the patient's status was stable.